Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the code 8476 was displayed on the patient's personal therapy manager (ptm) which indicates a motor stall. The caller stated that they recently had a magnetic resonance imaging performed. No symptoms were related. The caller was directed to follow up with the healthcare provider (hcp). No further complications have been reported as a result of this event.